Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. Both the right atrial (ra) and right ventricular (rv) leads were found to have dislodged. There was unstable thresholds and loss of capture at high output. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.